Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. The wearable was inserted into the skin. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. It has been reported that there was a difference in readings of 100 mg/dl. There were no reported glucose values available to search within the parkes error grid calculator. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).